Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pinning fracture surgical procedure on a canine it was observed that the large chuck with key device was rotating its binding, and then seized up. It was reported that there was a slight delay in the procedure due to the event but the length of the delay was not reported. An unspecified spare device was available for use. There was no human patient involvement as this a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.